Event description:
Nurse reported to the sales rep that the instrument broke at the neck when attached to the tip of the trochanter. They proceeded with the surgery without using the instrument and there where no further complications.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional device: 1806-2012 rigid reamer t2 femur 12 mm lot# unk.